Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on normally; it had to boot up twice to power on. Upon troubleshooting, fse found the software automatically rebooted when powering on the system and confirmed that the software was crashed. To resolve the issue, fse reloaded the software of the system. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.